Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore a physical analysis of the product could be performed. Based on the additional information received, the safari 2 guidewire does not appear to be the cause of the small dissection at the puncture site. This guidewire should only be inserted or withdrawn through a catheter already in place and therefore would not come into direct contact with the puncture site.

Event description:
As reported; "on (B)(6) 2017, post-procedure a dissection was noted in the right groin. The dissection was dilated with a 8.0 x 40mm admiral balloon. The event resolved without sequelae on (B)(6) 2017." Additional translated information received (B)(6) 2018: patient preparation and sterile coverage. Periprocedural antibiotic prophylaxis with elzogram. Local anesthesia - femoral and radial. Puncture of the radial artery and placement of claret protection system. Filter placement in the brachiocephalic trunk and left acc. Puncture of the femoral vein, placement of a temporary rv pacer probe over the left femoral vein under dl, placement of a venous machine wire (safetynet). Pacing testing. Puncture of the left femoral artery and placement of an arterial sheath in seldinger technique. Insertion of an arterial p(?) In the ascending aorta. Double (?) Right femoral artery - distally and proximally - and placement of two closure systems in the proximal puncture site in the proximal puncture site (proglide), distal 6f sheath. Finally, advancement of the 18f sheath under fluoroscopy. Transfemoral insertion of a guidewire in the lv. Valvuloplasty using a 22mm balloon under rapid ventricular pacing. Advancement of the self-expanding symetis prosthesis size m and placement in the annulus. Positional check. Release of the upper crown as well as the stabilizing anchor. Second positional check. Finally, implantation under rvp. Good position, primary post-dilatation with the 22mm balloon. Ai 0-1. Free coronary ostia. Stable blood flow. Recovery of the claret protection system filters. No microscopically visible material can be found in any of the two filters. Radistop placement on the right radial artery. Removal of the femoral sheaths, right side closure with the two previously-placed proglides and an 8f angioseal. They functioned properly. Angiography of the pelvic axis with small dissection at the puncture site. Here - pta with an 8mm admiral balloon. Good result. Closure of the left femoral artery as well as the right puncture site with angioseal. Patient condition: stable blood flow and stable cardiac rhythm.

Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore a physical analysis of the product could be performed. Questions have been submitted to the distributor to try to obtain additional information for this incident. Based on the information received to date an exact cause for the incident could not definitely be determined. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; "on (B)(6) 2017, post-procedure a dissection was noted in the right groin. The dissection was dilated with a 8.0 x 40 mm admiral balloon. The event resolved without sequelae on (B)(6) 2017."